Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states.this event occurred in (B)(6).

Event description:
Reporter stated the customer has experienced hyperglycemia of up to 31.0 mmol/l since starting the infusion device, and she believes the insulin delivery of the infusion device is inaccurate. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.